Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that high and out-of-range right ventricular (rv) lead impedance measurements were found recorded to this implantable cardioverter defibrillator (ICD). Suspecting a lead fracture, a revision procedure was performed wherein the rv lead was explanted and replaced; the device was subsequently replaced as well. No adverse patient effects were reported. The lead was discarded following the procedure.